Event description:
Rptr noted the anterior chamber shallowed as though irrigation had been cut off from the machine. When this happened, a posterior capsule rupture occurred. An anterior vitrectomy was required.